Event description:
(B)(4). I started having severe lower back pain. Now also including severe hip pain (joint pain) also my hip feels like its going to charley horse; this effect radiates down my whole leg. Cramping in my lower abdomen, .fatigue, .irritability.